Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to reproduce the reported issue. The fse replaced the following components due to blood contamination: (0202-00-0127) reservoir assembly, (0104-00-0026) purge valve assembly, (0997-00-0986-01) assembly condensate removal module, (0997-00-0985-01) assembly safety disk and (0008-00-0312) tubing, blood detect. The fse then performed full functional and safety tests as per factory specifications. The unit passed all functional and safety checks performed and was returned to the customer and cleared for clinical use. This report is being submitted as a result of a retrospective review conducted in CAPA (B)(4). Patient height: 173cm.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had blood within the tubing.